Event description:
Pt presented in the ER with increasingly severe abdominal pain and was sent to x-ray with no findings. Pt was taken to the or for an exploratory laparotomy. A small bowel resection was done with incidental appendectomy and lysis of vena cava filter. Following a car accident in 1986, pt had been transferred from one hosp to another where vena cava filter was inserted. Pt was found to have volvulus, internal hernia with massive small bowel infarction; question related to a vena cava filter prong.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.